Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported that her daughter had a bent cannula last night. Further, she inserted another one and this morning when she woke up, her meter reading was high and when the cannula was removed it was bent (90 degree). Reportedly, she inserted another infusion set (kept the reservoir) did a bolus and it delivered. She went to do a second bolus and got insulin flow block, however, when she removed the cannula, it was straight. The site location was her abdomen and the infusion set had been used for less than a day. Moreover, she did a manual injection. At the time of the incident, her blood glucose level was above 33.3 mmol/l. Currently, her blood glucose level was 18.1 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.